Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, while the device being applied to the bronchus, it was unable to fire. They also noted that they were able to press the green button and squeeze the handle. They used another stapler to complete the case. There was no patient injury.